Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Due to an unknown cause, the threaded tip is broken on the spindle (component p/n 389.151.4). There are slight rub marks on the shaft of the spindle (p/n 389.151.5). Slight marks and dings are noted on the sides and back end of the knob (p/n 389.151.5), and slight rub/wear marks on the shaft (p/n 389.151.6). In conclusion, the review of the device history record revealed there were no issues noted during the manufacture process that would contribute to this complaint condition. Based on the evaluation performed and since the root cause is from an unknown cause, this complaint is deemed indeterminate from a manufacturing position. Note: blank fields on this form indicate information that is unknown, unavailable, or unchanged.

Event description:
Sales consultant reported to evals department that the inner sleeve of the handle (389.151) broke off in the synfix-lr trial implant ((B)(4)) during the trial. This event did not impact the patient. This complaint is on the handle for trial spacer (389.151).